Event description:
Reportable based on analysis completed on 28-sep-2018. It was reported that the device could not cross the lesion and was damaged. The target lesion was located at left coronary artery. A 145, 5-in-6 guidezilla was selected for use. During the procedure, it was reported that the guidezilla could not cross the lesion. The connection part between the hypotube and device body was observed to be damaged when withdrawing. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure. However, device analysis revealed a partial separation at the collar/distal shaft. Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination revealed a partial separation at the collar/distal shaft, tip damage (misshapen), and hypotube kinks located at 24 cm, 27 cm, and 28 cm from the strain relief. The damage to the device is consistent with maneuvering the device through complicated anatomy. No other damage or irregularities noted.